Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per audiologist's report, the pt, who has a mondini malformation, has a history of fluctuating sound levels and facial nerve stimulation with cochlear implant use. An integrity test completed in the year 2003 was consistent with normal receiver/stimulator function and the electrode tests were consistent with the mondini malformation. In 2007, the pt presented at the clinic to have her sound processor reprogrammed following the treatment for an upper respiratory/ear infection. An increase in the pt's auditory performance was noted. On approx five months later, the pt reports a continuous uncomfortable sensation in her eye when receiving any audible stimulation. New programming of the pt's processor did not alleviate the problem. The patient was explanted on two and a half months later. The pt was reimplanted with a new device during the same surgery.